Event description:
The initial reporter stated that the pump did not alarm as expected. They stated that it did not alarm audibly at all. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing and did not affect a patient. No additional information was provided. [Complaint: (B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pump alarms did operate as expected, however, the speaker had failed causing the pump to not alarm audibly. The pump was serviced to correct the issue.